Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11131, 0001825034 - 2018 - 11132, 0001825034 - 2018 - 11133. Concomitant medical products: 115398 comp rvs cntrl 6.5x40mm st/rst lot 519220, 180554 comp lk scr 3.5hex 4.75x35 st lot 582950, 180553 comp lk scr 3.5hex 4.75x30 st lot 758130. Visual and scanning electron microscopy examination of the returned device confirms fatigue fracture. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The baseplate was found to be loose due to the fracture of the central and peripheral screws. No further information available at the time of this reporting.